Event description:
I had the essure device implanted 3 months after having my last child at the end of (B)(6) 2014. Roughly one month after essure was implanted, I started to develop strange and problematic symptoms. The beginning symptoms included severe pelvic pain, severe bleeding for 2 months, stabbing head pains, ear pain, tinnitus and headache, horrible lightheadedness, dizziness and panic attacks that included nausea and vomiting on occasion, and chronic fatigue. In the following months, I continued to gain worsening symptoms including the previous noted and, auto immune like symptom, joint pain, breathing issues, heart palpitations, chronic chest pain with a cracking sternum, stomach, and other gi issues, memory and concentration problems, mood swings, depression, hopelessness, sadness, feeling toxic or poisoned, a metallic taste in my mouth, and strange smells like burning hair, or chlorine, and teeth sensitivity/pain and decay. There are things I've left out in sure. I have in attempts to figure out what was happened to me seen my obgyn that implanted the essure. I also saw other obgyns, multiple drs and internists, multiple specialists including 2 cardiologists, an ent, a rheumatologist, a gi, a chiropractor, a breast surgeon, had 30+ ER visits, cardiac stress test, cardiac nuclear test, nuclear hidescan, 20+ chest x-rays, multiple CT scans, MRI, mammogram, and it seems endless blood tests for cardiac reasons and testing for lyme, lupus, and ra. I had multiple ddimer test return quite elevated each time. I have been prescribed a grocery list of medications to treat symptoms, including beta blockers, calcium channel blockers, several different anti-anxiety medications, valium, pain killers, birth control (to stop the 2 months of bleeding), and anti-depressants. I had a hysterectomy on (B)(6) 2015 to remove the essure coils. I am currently suffering several symptoms still that I did not have before essure. In my belief all of the above is directly caused from this device, as I suffered none of these side effects prior to being implanted. I suffer from this daily. It's ruined my life.